Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips with juvéderm® ultra. The patient experienced an ¿occlusion of a vessel.¿ the patient was treated with hylenex and is being monitored. The patient showed much improvement by 2 days after onset. Patient has appointment in bariatric chamber. No other information was provided. The symptoms are ongoing.